Manufacturer narrative:
An on-site service visit was completed and the system passed accuracy testing and no issues were found.

Manufacturer narrative:
A component of the superdimension system; case recordings, were returned and evaluated. The evaluation resulted in no software problem found and the patient condition contributed to the event. The issue was not verified in lab therefore no conclusion could be made. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient experienced bleeding during a superdimension enb procedure. The physician temporarily stopped during the procedure to lavage to clear the blood. The physician had difficulty registering because the patient had a previous rul & amp; rml lobectomy and therefore completed the case using fluoro. If additional information is received a follow-up report will be submitted.